Event description:
End user sought medical attention on (B)(6) 2016 after displaying symptoms of confusion and the inability to clearly answer any questions. The paramedics were called and the end user was not able to determine his blood glucose readings due to having expired pdc test strips. He was also using an older version pdc glucose meter which has since been replaced. No further information was provided.